Manufacturer narrative:
The device was not returned to the service center for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Based on similar cases, it was known that the failure of releasing the loop occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath. The above device handling has warned in the instruction manual as follows. ¿do not try to forcibly withdraw the instrument from the endoscope when the loop cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. If the loop cannot be detached from the instrument, follow the procedures described in this section. If there are any deviations or crushed sections on the distal end of the coil sheath, it may not be possible to detach the loop from the instrument. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.¿

Event description:
The service center was informed that during a colonoscopy procedure, the loop would not release from the patient¿s polyp. The physician attempted to remove the loop with a loop cutter; however, attempts failed. A hot snare was finally utilized to remove the polyp from the patient along with the loop wire. It is unknown if the intended procedure was completed. There was no patient injury reported.